Event description:
The hosp reported that a pt was on a 100% non-rebreather mask and was being transported to another unit when the adequacy of the oxygen delivery was questioned by the nurse transferring the pt. The pt was switched to a 6 liters per minute nasal cannula until arrival to the next unit at which time the 100% non-rebreather mask was reestablished. Shortly after, the pt suffered a hypoxic episode. The pt was a "do not resuscitate" and expired.